Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable.

Event description:
The customer reported the x-ray tube was damaged after being impacted. No pt or staff injury was reported.